Event description:
The customer's mother reported that she found her son passed out on the bathroom floor. The customer had called three days earlier to report that he dropped the insulin pump and the case had a crack. The mother stated that the customer continued to use the insulin pump after being told to discontinue using it. The customer was in the hospital at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.